Manufacturer narrative:
(B)(4). Additional information was received that the latitude red alerts were still being generated for this system due to pacing impedance measurements greater than 2000 ohms. A review of the daily measurements noted the impedance has been stable at 450-500 ohms. The patient was brought in for a complete set of tests and all measurements were within normal limits. The patient will continue to be monitored. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right ventricular (rv) impedances of greater than 2,000 ohms. Boston scientific technical services (ts) was asked to review the information and noted stable impedances until approximately two months ago when they started to increase. Ts suggested isometrics, including pocket manipulation with performance of impedances. Additional information was provided that the patient was brought to their clinic and attempts were made to try to recreate noise and high impedance measurements while performing isometrics and pocket manipulation. There were no changes in impedances and there was no noise. It was additionally noted that the impedances had varied for the past three months. The physician will continue to monitor the patient. No adverse patient effects were reported.